Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported problem of ¿corroded battery contacts causing pump to not power on¿ cannot be confirmed through pump power up test. The device powered on normally with charged batteries. Further investigation found corrosion on battery compartment spring contacts and air bubbles in the upstream occlusion (uso) seal. The spring contacts and uso were replaced, and the device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿corroded battery contacts causing pump to not power on.¿; during device evaluation it was found air bubbles in the upstream occlusion (uso) seal. There was no patient involvement.